Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pre blood pump line of a prismaflex tpe2000 set was damaged leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the set showed that the pbp pump segment was disconnected from the support plate. There is no visible mark of solvent on the tubing of the pump segment. The inadequate solvent volume allowed the disconnection and subsequent leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the lack of solvent was determined to be related to misassembly during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.